Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "infection" (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported "indurated masses (nodule) have just appeared in the lips on the injected areas and unilateral oedema on the area of the right malar crescent following injection" approximately 6 months post injection of an unspecified juvéderm® volift¿ on the lips and juvéderm® volbella¿ with lidocaine in the malar crescent. Hcp "suspects an underlying dental problem and the patient had an infectious episode of sinusitis some time ago," deemed not related to the injections. Dental panoramic, bio-assessment treatment/intervention carried out for symptom is noted as icing and "ains." Hcp noted the event did not cause irreversible damage. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00634 (allergan complaint #(B)(4)). This is the second MDR submitted for the second suspect product, juvéderm® volift¿ with lidocaine.